Manufacturer narrative:
The subject device was evaluated. Based on investigation results, the image issue , communication error was noted to be attributed to electronic component failure. Probable cause of the failure based on reasonably known information suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, stress; deformation; wear and tear, electrical problems like as signal loss or open circuit. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device inspection, the bronchovideoscope exhibited an error code b30 (communication error) and no image. There was no patient involvement.